Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the result of the procedure. He stated he has visible/palpable lumps at the top and base of his penile shaft when he is both deflated and inflated. The patient also stated he has lost 2 inches in erectile length. It was suggested by his physician to wait and see if the lumps resolve. The ipp is currently implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the result of the procedure. He stated he has visible/palpable lumps at the top and base of his penile shaft when he is both deflated and inflated. The patient also stated he has lost 2 inches in erectile length. It was suggested by his physician to wait and see if the lumps resolve. The ipp is currently implanted. There were no additional patient complications.